Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and head/neck (non-malignant). It was reported that the patient had motor cortex implant in (B)(6) 2012 that wasn¿t effective, and he never used it and it was dead which was removed in (B)(6) of 2016. There were no further complications reported or anticipated. Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator (ins) was removed because it never worked and it burned when it was turned on. No further complications were reported. Follow up was conducted.